Manufacturer narrative:
Returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded and there was blood in the wire lumen. The tip, balloon, inner/outer shaft, and hypotube were microscopically and visually inspected. Inspection revealed numerous kinks in the hypotube, and a separation in the hypotube located 71.5 cm from the tip of the device. The fracture faces of the separation were ovalized, as if kinked prior to separating. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the proximal left anterior descending artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, while doing the procedure the assistant broke the delivery shaft because of incorrect operation. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 85% stnosed target lesion was located in the proximal left anterior descending artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, while doing the procedure the assistant broke the delivery shaft because of incorrect operation. The procedure was completed with another of the same device. No patient complications were reported.